Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error code displayed during aspiration. An angiojet ultra system console was selected for a thrombectomy procedure. The device was in thrombectomy mode when the wrench icon lit up and a system error 32- drawer run stop failure occurred. When the error occurred, the unit would not work at all. There were no patient complications reported. The procedure was completed and the patient status after the event was stable.